Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette tube was torn, causing an unknown amount of medication to leak out sideways. The cassette was nearly empty, and the reservoir volume showed 19 ml, indicating that the cassette had been in use on the pump for more than 24 hours. There was no harm or adverse event reported.